Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the patient's battery replacement procedure, high impedance was seen on the intended replacement generator. The pin was re-inserted multiple times and high impedance was still seen. The new, intended replacement generator was disconnected and the lead was inserted into the patient's previous generator. Impedance was ok. An accessory kit was used on the intended replacement generator and diagnostics showed high impedance. Patient was implanted with different, new generator with good impedance. The intended replacement generator was placed in the mail for return, but has not been received to date. No other relevant information has been received to date.

Event description:
The generator was returned to the manufacturer for product analysis. Analysis has not been completed to date.